Event description:
It was reported that approx one week following placement of pepgen p-15 putty into an extraction site, the pt developed a rash on the neck. The pt sought treatment from a dermatologist who prescribed an ointment.

Manufacturer narrative:
While it is unk if the pepgen used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. A retained sample was evaluated and it was found that the mix was homogenous and not dry. Also, a DHR review conducted indicates that the product was mfg according to specification and passed all final product acceptance criteria. Please note that the lot number documented and used for the eval was gleaned from order history as the complainant did not have a lot number on file.